Event description:
Customer's mother reported hospitalization due to high blood glucose. The current blood glucose reading is 378 mg/dl. Customer treated with manual injection. The blood glucose reading at the time of the event was 339 mg/dl. Customer experienced moodiness, difficulty with speech, dehydration, headache and heavy breathing. The insulin pump alarmed battery out limit. Hospital admitted customer to ICU and treated with manual injections and IV drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.